Manufacturer narrative:
The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was present in both cylinders due to wear and fatigue at the corner of a buckling fold. Broken fabric threads were present. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested due to the confirmed device malfunction from the identification of the fluid leaks in the cylinders.the investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure.

Event description:
It was reported that a inflatable penile prosthesis(ipp) device was explanted due to a malfunction. A patient outcome was not reported.